Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test a as a result of a missing motor support disk. The device was received with cracked case on the display window corners, scratched screen, cracked reservoir tube, and cracked belt clip slot.

Event description:
The customer reported that the insulin pump kept alarming. The blood glucose reading was 158mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.